Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the 2.0 x 15 mm voyage was engaged for a pre-dilatation; however, it was not able to inflate as the balloon pressure would not increase. The device was removed from the patient, and a leak was observed. Another company's 2.0 x 15 mm balloon was used to complete the procedure. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Balloon ruptures can be affected by numerous factors including, but not limited to, interactions with other devices, patient anatomy, or lesion calcification and tortuosity. Reportedly, the lesion was mildly tortuous, mildly calcified and 90% stenosed, which may have contributed to the difficulties experienced. It is possible that the balloon material was damaged (scratched) during interactions with other devices or the tortuous and calcified lesion, such that the balloon ruptured upon inflation. Unfortunately, without the device to examine, no conclusive root cause for the reported difficulties experienced can be determined.